Event description:
This device was returned without oos documentation. The following physician's office has no info regarding the removal of this device. Medtronic, st jude medical, boston scientific, and sorin medical have no record of this pt. The date and reason for explant are unk.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol1. The device was implanted for 27 months and 17 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. There were no indications of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.